Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. No actions can be taken at this time since a root cause was not identified. A DHR could not be performed since no lot number was provided. The instructions for use were found adequate and state the following: on catheter, do not use ointments or lubricants having a petrolatum base. They will damage the catheter and may cause balloon to burst. Visually inspect the product for any imperfections or surface deterioration prior to use. If package is opened or if any imperfection or surface deterioration is observed, do not use. Proceed with catheterization in usual manner using the dominant hand a. When catheter tip has entered bladder, urine will be visible in the drainage tube b. Insert catheter two more inches and inflate catheter balloon once inflated, gently pull catheter until the inflated balloon is snug against the bladder neck. Secure the foley catheter to the patient use the statlock foley stabilization device if provided. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that patient had foley catheter placed by emergency department on (B)(6) 2025 in 1835 shortly after admission by nurse. It was reported that the nurse did test balloon prior to insertion and did not observe any leaks. On (B)(6) 2025 around 0130 the patient reported feeling like they needed to pee. The nurse was checking the tubing for kinks and started at the bag moving up and as nurse was checking the tubing the catheter came out of the patient. The balloon was observed to be deflated have a slit in it by nurse troubleshooting, also unable to obtain product packaging from first foley insertion. A second foley catheter was inserted on (B)(6) 2025 at the patient by nurse troubleshooting, the troubleshooting reported the balloon was tested prior to insertion and no leaking observed. They did have a little trouble removing the saline from the test and needed to push the syringe firmly into the port to remove the fluid. Foley was inserted and balloon was inflated. On (B)(6) 2025 at 0630 the patient again reported the need to void, and the nurse was checking the foley tubing and the second catheter slid out. There was no observable defect in the balloon at that time. Both catheters were collected and placed in biohazard bag to return to central stores. The second catheter product packaging was available to retrieve from the room trash and was placed in the biohazard bag as well so product information could be obtained.

Event description:
It was reported that patient had foley catheter placed by emergency department on (B)(6) 2025 in 1835 shortly after admission by nurse. It was reported that the nurse did test balloon prior to insertion and did not observe any leaks. On (B)(6) 2025 around 0130 the patient reported feeling like they needed to pee. The nurse was checking the tubing for kinks and started at the bag moving up and as nurse was checking the tubing the catheter came out of the patient. The balloon was observed to be deflated have a slit in it by nurse troubleshooting, also unable to obtain product packaging from first foley insertion. A second foley catheter was inserted on (B)(6) 2025 at the patient by nurse troubleshooting, the troubleshooting reported the balloon was tested prior to insertion and no leaking observed. They did have a little trouble removing the saline from the test and needed to push the syringe firmly into the port to remove the fluid. Foley was inserted and balloon was inflated. On (B)(6) 2025 at 0630 the patient again reported the need to void, and the nurse was checking the foley tubing and the second catheter slid out. There was no observable defect in the balloon at that time. Both catheters were collected and placed in biohazard bag to return to central stores. The second catheter product packaging was available to retrieve from the room trash and was placed in the biohazard bag as well so product information could be obtained.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.